Event description:
It was reported the patient presented prior to a generator change out. During interrogation before the surgery, the pacemaker was unable to run the right ventricular capture threshold test due to a telemetry problem. The pacemaker was explanted and replaced. There were no patient consequences.